Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 03-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain / stabbing pain in the abdomen') and peritonitis ('acute peritonitis') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criterion medically significant), pyrexia ("fever"), fatigue ("fatigue"), back pain ("permanent low back pain"), neck pain ("neck pain"), vertigo ("vertigo") and eye inflammation ("eye inflammation"), 15 days after insertion of essure. On (B)(6) 2013, the patient experienced peritonitis (seriousness criterion medically significant). At the time of the report, the abdominal pain, peritonitis, pyrexia, fatigue, back pain, neck pain, vertigo and eye inflammation outcome was unknown. The reporter provided no causality assessment for peritonitis with essure. The reporter considered abdominal pain, back pain, eye inflammation, fatigue, neck pain, pyrexia and vertigo to be related to essure. The reporter commented: that since 2013, the patient presented slow and gradual deterioration of general condition. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Blood test - on an unknown date: results indicated an infection. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain / stabbing pain in the abdomen') and peritonitis ('acute peritonitis') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criterion medically significant), pyrexia ("fever"), fatigue ("fatigue"), back pain ("permanent low back pain"), neck pain ("neck pain"), vertigo ("vertigo") and eye inflammation ("eye inflammation"), 15 days after insertion of essure. On (B)(6) 2013, the patient experienced peritonitis (seriousness criterion medically significant). At the time of the report, the abdominal pain, peritonitis, pyrexia, fatigue, back pain, neck pain, vertigo and eye inflammation outcome was unknown. The reporter provided no causality assessment for peritonitis with essure. The reporter considered abdominal pain, back pain, eye inflammation, fatigue, neck pain, pyrexia and vertigo to be related to essure. The reporter commented: that since 2013, the patient presented slow and gradual deterioration of general condition. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Blood test - on an unknown date: results indicated an infection. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.